Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported when the patient was hospitalized prior to passing away, but the patient was hospitalized when death occurred. The patient had been on continuous ambulatory peritoneal dialysis (capd) therapy prior to death. Physioneal therapy was performed the evening prior to death, but therapy was not ongoing at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.